Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the manufacturer representative reported that the lead revision due to high impedance was to take place on (B)(6) 2016.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead.

Event description:
The consumer via the manufacturer representative reported that all electrodes on the lead had impedance measurements greater than 10000 ohms. Environmental/external/patient factors that may have led or contributed to the high impedances included numerous patient falls. Diagnostic testing or troubleshooting performed included the manufacturer representative meeting with the patient and performing impedance checks. Interventions/actions performed included trying to reprogram on the lead that was working; the patient was getting some relief, but the stimulation pattern was not sufficient to cover all areas of pain. The issue was not resolved at the initial time of report, and the patient's status was alive with no injury. Surgical intervention was not performed at the initial time of report; surgical intervention was planned, but not yet scheduled. The patient's indications for use included spinal stenosis and spinal pain.

Manufacturer narrative:
Analysis of the lead (s/n: (B)(4)) found no anomalies, no shorts between circuits, and the continuity was acceptable. Analysis of the lead (s/n: (B)(4)) found the conductors broken at or near the anchor showing open circuits. (B)(4). Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory.

Manufacturer narrative:
Fdc pertains to the lead (s/n: (B)(4)). Fdc no longer applies. Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type accessory. Product ID: 97791, product type accessory.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received reported the lead was examined but nothing was seen on gross exam. The lead and ipg would be returned for analysis.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation results codes apply to the lead. Evauluation conclusion code applies to the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.